Event description:
It was reported that the ilet displayed ¿dosing stopped. Connect cgm or enter bg,¿ with concurrent ¿pairing with sensor¿ and a prior ¿pairing failed¿ alert after a dexcom g7 change, and the event was assessed as a communication/pairing failure related to an incorrect or missing g7 pairing code. Symptoms included interruption of automated insulin dosing. Outcomes included the need for user intervention to restore dosing and initiation of a new dexcom g7 sensor. Investigation included customer interview, device-use troubleshooting, and education regarding cgm pairing requirements and entry of a fingerstick bg to resume dosing. Investigation of this case revealed that dosing stopped when the ilet was not connected to the cgm and no bg was entered, and the likely root cause was an incorrect or unavailable dexcom g7 pairing code, preventing successful sensor pairing and cgm data transfer. It was concluded, based on previously established findings for similar reports, that user setup error during cgm pairing caused the communication loss and dosing stop.